Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: pump logs revealed that the pump was put into storage mode on (B)(6) 2016, and was not taken out of storage mode until (B)(6) 2016. Therefore, there were no low blood glucose (bg) levels confirmed during that time period; however, low bg levels were confirmed in the logs after (B)(6) 2016. During the times where low bg levels were recorded, there were no requests, entries, or deliveries that would cause the user to experience low bg levels. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 57 mg/dl. The customer consumed glucose tablets to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issue, troubleshooting could not be performed.